Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe rinse block (rb1) was not going down completely and the probe was slightly bent. The fse straightened the manual mode probe to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the probe wipe leaking from the coulter lh 500 hematology analyzer. The volume of the leak could not be determined but the leak was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.